Event description:
It was reported that a one-link catheter set leaked from an unspecified location. The reporter indicated that this occurred while the patient was being infused, using high rate injection, with a dye in preparation for a cat scan. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. A visual inspection was performed and identified a hole in the tubing approximately a quarter of an inch in length. The cause of the condition was determined to be user error, due to a power injector being used with the extension set. According to the label copy, ¿the extension set is not rated for power injection. Tubing rupture may occur.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.